Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional, and functional inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified lesion in a moderately tortuous unspecified 5mm diameter vessel, the lesion was pre-dilated with a 6mm balloon. Prior to deployment, the thumbslide of a supera veritas 5.0x80 6f 120cm peripheral self-expanding stent system (sess) was confirmed to be in the starting position; when attempting deployment, the stent became stuck (in the sheath) and the tip detached from its delivery system; the detached tip with its unexpanded stent were withdrawn without difficulty along with its delivery system, the guide wire, and the guiding catheter, all as a single unit. There were no adverse patient effects. No additional information was provided.